Event description:
According to the reporter, during a laparoscopic gastrectomy, when performing a duodenectomy, the device made a sound and then it stopped firing. The knife blade was able to be retracted and the reload was replaced to resolve the issue. There was no patient injury.

Manufacturer narrative:
D10 concomitant medical product: egia60amt, egia60amt egia 60 artic med thick sulu (lot#p4j0862); sigadaptstnd, sig power sigadaptstnd linear adapter (serial#unknown); sigpshell, sig power sigpshell control shell (lot#unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.